Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day post-implantation of an intraocular lens (iol) into the left eye, the patient experienced toxic anterior segment syndrome (tass). Slit lamp findings found diffuse folds and fibrin throughout the anterior chamber. Patient was treated with ofloxacin, prednisolone, prolensa each 1 drop 4 times a day and an intravitreal injection of vancomycin/ceftazidime. The patients vision decreased, however they have fully recovered at 6 weeks.